Event description:
It was reported that when the patient presented for a generator battery change, the left ventricular (lv) lead was assessed and noted to have high capture threshold. There was no other vector to address the capture threshold. The patient occasionally had phrenic nerve stimulation when laying down. The decision was made to cap and replaced the lv lead on (B)(6) 2022. No adverse health consequences to the patient.